Event description:
It was reported that nexiva 22 ga x 1 in single port was missing clamp. The following information was provided by the initial reporter: this is a report about a missing component of nexiva. According to the customer's report, the hcp noticed that there was no clamp on the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-30. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and two photos. During the visual examination, it was observed that the unit was missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing clamp. The following information was provided by the initial reporter: this is a report about a missing component of nexiva. According to the customer's report, the hcp noticed that there was no clamp on the product.